Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother stated that after dinner on (B)(6) 2019, the patient¿s continuous glucose monitor (cgm) displayed a message that showed ¿wait 3 hours¿, they waited and the cgm resumed intermittently for a while then displayed the same message. At 11:00 pm, the patient¿s mother noticed that there was no data on her follow application. At midnight on (B)(6) 2019, the patient told his mother that he did not feel well then vomited. After vomiting, he went back to bed. At 1:00 am, the patient got up again complaining of not feeling well and his mother noticed that his phone displayed sensor failure. She checked his blood glucose (bg) and the glucometer displayed high which indicated that his bg was greater than 400 mg/dl. She gave the patient two units of insulin and prepared to insert a new sensor. Between 1:00 ¿ 2:00 am, seven sensors were inserted sequentially, alternating between the right and left arm but the patient would bleed with each insertion. The eighth sensor was inserted on the buttocks and that is when the patient¿s mother noticed that the omnipod cannula had dislodged from the insertion site and he was not receiving his insulin. The patient¿s ketones were checked and were elevated. The patient was taken to the emergency department (ed) with a bg of 300 mg/dl upon admission. His cgm was powered off and he was treated with fluids and insulin. At 7:00 am, his bg was 120 mg/dl, he turned his cgm back on and at 12:00 pm, he was discharged from the ed. The patient was discharged from the ed with a bg of 120 mg/dl without any report of long-term effects. At the time of contact, the patient was doing well. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.